Manufacturer narrative:
The device was rec'd by the MFR for eval. According to the investigation details, the motor was corroded and needed to be replaced.

Event description:
It was reported by service that upon eval, the device was leaking an unk substance. This did not occur during a surgical procedure. There were no adverse consequences.